Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional atherectomy with balloon angiogram procedure. Reportedly, an unknown failure occurred during deployment of the first device. The vessel was dissected, though it is unclear how the vessel damage occurred. Two more prostyle devices were attempted to close the access site; however, with both devices, a cuff miss occurred as when the plunger was retracted, the sutures were not attached. A cut down was performed to treat the vessel damage and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.